Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed that infusion was complete. The pump was connected to a patient when an error/event occurred. The continuous infusion rate was completed, and the total reservoir volume was "0". The pump was returned by the nursing staff, and they stated that the pump read " infusion finish", while there was about 50 ml left in the bag. The event occurred while in use with patient at patient's home. There was no reported patient harm.